Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod between 37 and 48 hours, the site was itchy, red, dry, irritated and developed contact dermatitis. The patient visited the doctor, who prescribed cavilon cream which was only used once. On a second visit, the doctor advised to use a plaster under the pod. The patient is currently using e45 emuliant cream bought over the counter to settle the skin. The pod was discarded.